Event description:
It wa reported that during an implant procedure that the right ventricular leadless pacemaker (rvlp) was unable to be released or re-docked during the procedure. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.